Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-sep-2023. The most recent information was received on 22-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain in multiple areas") in a female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 26-mar-2015, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), headache ("headaches"), amnesia ("memory loss"), tinnitus ("tinnitus"), impaired work ability ("inability to work") and metal poisoning ("poisoned by this device that has ruined my life"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, headache, amnesia, tinnitus, impaired work ability or metal poisoning. The reporter commented: inability to work. Complicated life. Lack of understanding from my family, as well as from my medical team. Medical desert. I deteriorate a little more every day even though I now know that it is not my fault, but it is that I am poisoned by this device that has ruined my life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 13-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain in multiple areas") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), headache ("headaches"), amnesia ("memory loss"), tinnitus ("tinnitus"), impaired work ability ("inability to work") and metal poisoning ("poisoned by this device that has ruined my life"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, headache, amnesia, tinnitus, impaired work ability or metal poisoning. The reporter commented: inability to work. Complicated life. Lack of understanding from my family, as well as from my medical team. Medical desert. I deteriorate a little more every day even though I now know that it is not my fault, but it is that I am poisoned by this device that has ruined my life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain in multiple areas [pelvic pain female] chronic fatigue [chronic fatigue] headaches [headache] memory loss [memory loss] tinnitus [tinnitus] inability to work [inability to work] poisoned by this device that has ruined my life [metal poisoning] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 13-sep-2023. The most recent information was received on 08-apr-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pain in multiple areas") in a female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed in 2022. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), headache ("headaches"), amnesia ("memory loss"), tinnitus ("tinnitus"), impaired work ability ("inability to work") and metal poisoning ("poisoned by this device that has ruined my life"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, headache, amnesia, tinnitus, impaired work ability or metal poisoning. The reporter commented: inability to work. Complicated life. Lack of understanding from my family, as well as from my medical team. Medical desert. I deteriorate a little more every day even though I now know that it is not my fault, but it is that I am poisoned by this device that has ruined my life. On (B)(6) 2015, essure insertion. Following insertion, the patient experienced several symptoms. In 2022, bilateral salpingectomy for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: medical record received. Essure removal details & date has been added. Additional reporter (lawyer) added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.